Manufacturer narrative:
(B)(4). Visual inspection detected a puncture below the de-airing-port in the membrane. The solution detected in the air chamber verifies there was a leak in all three layers of the membrane caused by needle puncture during the de-airing-process. The IFU states before inserting trocar needle, the membrane has to be in the end-of-diastole position to avoid accidentally puncturing the membrane. The length of the needle is designed that in the end-of-diastole position the needle will not contact the membrane. (B)(4).

Event description:
It was reported that during the priming of an excor blood pump saline solution was entering into the air chamber. The blood pump was pressured up and under strong light a leak next to the air inlet was detected. Another blood pump was used. No delay in the procedure. Pump wasn't used on the pt.